Event description:
Ems technicians arrived to find an 80 year old male pt who had "been down" for approx 15 minutes. The ems technicians attached the unit to the pt and the unit's monitor screen displayed a dotted line for and ECG trace. The unit's monitor screen also displayed a "check electrode" message. A medic team arrived and transferred the pt to another MFR's unit. The pt's rhythm was in asystole and the pt did not survive the code. The ems staff did not test the unit and it was returned to service. The same alleged malfunction occurred a few days later.